Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Two x-rays were provided, but both are small in size from which it was difficult to glean info. It appears there may be uneven gap spacing with a narrower gap in the lateral compartment then the medial compartment with the implants. The walking videos provided by the pt appear to convey a slightly unnatural gait; this may possibly be due to the leg length discrepancy reported. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. The current uni-knee package insert lists pain and leg length discrepancy as potential adverse effects. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records were not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verity or identify any evidence of product contribution to the reported problem.